Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 19dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported system won't power on. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27dec2018. Date of manufacturer: 26dec2018. The philips field service engineer replaced the power supply to resolve this issue. The device successfully passed performance specification testing after the repair was completed.